Event description:
Boston scientific received information from this patient that two to three weeks post implant of this product they developed a staph infection. A procedure took place and the system was removed. The patient reported that they were on antibiotics for two weeks prior to receiving their current device. The patient was also diabetic and reported having problems with infections. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.